Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported a white film in the pump cartridge compartment. Caller stated when she removed the cartridge she noticed the bottom of the cartridge had leaked. Cartridge and adapter have been discarded and will not be returned.